Manufacturer narrative:
MDR decision date: (B)(4) 2012 - rbs - no RMA has been initiated for this issue. Model and serial number/date code are unk. The consumer is a female. However, age, height and weight are unk. The consumers medical condition, stability and medication regimen are unk. The consumer's technique while using the device and the maintenance history of the device are unk. The alleged malfunction that caused or contributed to the alleged unspecified serious injury has not been confirmed.

Event description:
On (B)(6) 2012 - rbs - it was reported by the consumer's attorney that an unk faulty waker allegedly caused/contributed to the pt unspecified injury. A supplemental report shall be submitted if we receive additional info on this event.